Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was 432 mg/dl at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was able to rewind pump but was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No motor error alarm or excessive no delivery alarm was noted. The motor passed the motor test. The test transmitter communicated properly to the pump. The pump had minor scratches on the display window and a cracked reservoir tube lip.